Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the graft ramus. Approximately one month post procedure patient suffered elevated troponin which was treated with medication. Patient recovered. Investigator assessed event is not related to device or antiplatelet. Sponsor assessed event is possibly related device but not related to antiplatelet. Cec adjudicated event as myocardial infarction.